Event description:
It was reported that a patient went through an airport last year in (B)(6) and the device would not work after that. It was noted that the device was replaced. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v833301, implanted: 2012-(B)(6), product type lead.

Event description:
Additional information received reported that the patient did not have concerns with their device or therapy.